Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compact flash card was replaced to resolve the reported issue.

Event description:
The hospital reported a system reset error during a case resulting in the loss of mechanical ventilation. The patient was switched to another machine and case resumed. There was no report of patient injury.